Event description:
A healthcare professional reported that a patient was injected with 2ml of juvéderm® volux¿ in the c6 (between jowls and chin area). The patient developed feeling lumps on both sides of the chin that became visible and was red and hot. The healthcare prescribed diprogenta on the area twice a day. The hcp treated the patient with the radiofrequency and massaged the area. After 15 days the patient came back and administered hyaluronidase. Also, the hcp prescribed diprogenta cream and I am considering prescribing oral antibiotics.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.